Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping, difficulty opening, and difficulty closing the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip jumping. It was reported that during preparation, resistance was felt while opening and closing the clip and clip arms would jump open and closed. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.